Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-10060r angel machine started making a very weird noise and then began to smell like smoke. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested. Additional information was provided on (B)(4), it was reported that (4) abs-10061t prp kits would not click into the centrifuge. The plastic discs were too big. One of them finally did click in and the machine started to make weird noises and smell like smoke.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. (1) unpackaged abs-10060r was returned for investigation. The returned device was visually inspected, and it was noted that there were normal signs of wear and tear. The returned device was assembled with a new abs-10061t prp kit and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. It was noted that setting the variable-volume separation chamber into the centrifuge adapter was difficult. A burning smell was felt coming from the back of the device. A cause of the reported failure can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2017.